Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, only the connector portion of the lead was returned in one piece for analysis, measuring 6.6 cm. Visual inspection of the lead found two external abrasions breaching the outer insulation at 2.5cm to 2.9cm and 5.2cm to 5.7cm from the connector pin, exposing the outer coil due to friction to device can. Electrical tests found an internal short due to procedural damage.

Event description:
This report is to advise of an event observed during analysis.